Event description:
The caller reported experiencing multiple occlusion alarms, resulting in the pump displaying "high" and eventually a visit to the emergency room on (B)(6) 2025, for three hours with a blood glucose level of 550 mg/dl. The customer was treated with intravenous fluids of saline and insulin, which successfully resolved the issue, and no permanent damage was reported. To address occlusion alarms the customer changed the infusion set and cartridge, gave a manual injection, and resumed insulin.